Event description:
Boston scientific received information that the pacemaker with the right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance of less than 200 ohms. Additional information indicated that the physician determined a clavicular crush, however no obvious damage was seen. The cause was not conclusively determined. The system was explanted and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.